Event description:
It was reported that balloon rupture occurred. A 6.0 x20, 75cm gladiator¿ balloon catheter was advanced for dilatation and was initially inflated at unspecified pressure. However, on the second inflation at 20 atmospheres, the balloon ruptured. The device was then completely removed from the patient. The procedure was completed with another 6.0 x20, 75cm gladiator¿ balloon catheter. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device identified a longitudinal tear in the balloon. The tear stretched along the main body of the balloon for a total length of 2.7cm. A microscopic examination of the balloon material and of the proximal and distal markerbands identified no issues which could potentially have contributed to the tear. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 6.0 x20, 75cm gladiator¿ balloon catheter was advanced for dilatation and was initially inflated at unspecified pressure. However, on the second inflation at 20 atmospheres, the balloon ruptured. The device was then completely removed from the patient. The procedure was completed with another 6.0 x20, 75cm gladiator¿ balloon catheter. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4).